Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that two synflate balloon devices burst/were damaged during removal. During a spinal procedure to treat fractures at thoracic vertebrae levels 6-7 and lumbar vertebrae level 3, both synflate devices reportedly operated very well for all three vertebrae. After explantation of the synflate the surgeon realized that blood was in the synflate system. The surgeon was surprised to see that the synflate bursted, because according to the x-rays the balloon was in a perfect shape. After the surgery the surgeon analysed the synflate and realized that both synflates were broken. According to the observation both balloons were damaged during the removal process through the access kit. The bursting of the synflates had no adverse effect on the surgery or the patient. The surgery ended with excellent result for the patient. There was no surgical delay. This report is 1 of 2 for com-115199.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Year of birth reported as 1942, month and day unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.